Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported in manufacturer's report # 3007566237-2013-04089 [it was reported that the doctor had "2-3 other pumps that over infused." There was no device, patient, medication or date information provided regarding that statement. Additional information has been requested, but was not available as of the date of this report.] Additional information clarified the patient's pump over infused. The pump was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced repeated motor stalls around the time of his elective replacement indicator "flag." It was noted that the motor stall recovered. In addition, the patient experienced overdose symptoms as well as withdrawal symptoms over his "whole body." It was indicated that the patient went through periods of being overly drowsy and short of breath, to having withdrawal symptoms. It was reported that the patient was alive and with injury. It was planned that the patient would have his pump replaced. The drugs delivered via pump were compounded baclofen, dilaudid, fentanyl, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID 8709, serial #(B)(4), implanted: (B)(6) 2005, product type catheter.